Manufacturer narrative:
Pump was received with no button response due to flattened up arrow button dome switch and lcd connector unlocked. Unable to verify weak battery alarm or perform the self test, unexpected restart error test and displacement test due to button keypad anomaly. Pump passed stop current test. No missing segments/partial display noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump has a black dot on the display and buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.